Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was reported that the customer received a continuous glucose monitor error 42. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the wake button was not working. During troubleshooting with tandem technical support, it was confirmed that the pump was functioning as intended. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.